Event description:
It was reported that the pump failed downstream occlusion. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information received by smiths medical/ICU on 25-jul-2022 via email and attached to complaint object: malfunction occurred during testing, there was no patient involvement. Event problem and evaluation codes: updated device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log). The customer stated problem was not duplicated. Replaced dso (downstream occlusion) sensor as a preventative measure. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.